Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from technical support indicate the event could have been caused by a loss of telemetry between the device and programmer.

Event description:
During the post implant check, upon interrogation, the conduction values of the device varied slightly compared to the values during the implant procedure. The programmer was restarted and upon a second interrogation the values were also variable. Upon review of the session logs, technical support believes that there was a loss of telemetry between the device and the programmer that potentially caused the false conduction values. An x-ray was performed but no lead anomalies were noted. No further intervention was performed at this time, and the device will continue to be monitored. The patient was stable with no adverse consequences.